Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstruation delayed ("ever been late"), feeling abnormal ("pregnancy scare") and abdominal pain lower ("pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, menstruation delayed, feeling abnormal and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, feeling abnormal, medical device removal and menstruation delayed to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: not provided. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following one were reported via social media: menstruation delayed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. New reporter added. New events 'feeling abnormal' and 'lower abdominal pain' added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstruation delayed ("ever been late"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and menstruation delayed outcome was unknown. The reporter considered medical device removal and menstruation delayed to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test on an unknown date: not provided. Pregnancy test urine on an unknown date: negative. Concerning the injuries reported in this case, the following one were reported via social media: menstruation delayed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event medical device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.